Manufacturer narrative:
Investigation results: conmed linvatec received this tendon stripper with the broken piece for eval. A visual examination found the cutting tip detached. The invoice date for this device is november 18, 2008. A review of product history for the past 2 years found no other similar reports for this device. Conmed linvatec will continue to monitor this device for failures. The instructions for use cautions the user: exercise care in the use of the device to minimize side or bending loads. Do not use excessive force on instruments to avoid damage or breakage during use. Avoid unintended contact with other surgical instruments during use to prevent damage or breakage.

Event description:
Our distributor reported that during use of this tendon stripper in a surgical procedure, it broke. The broken piece was retrieved but resulted in a 30 minute delay in surgery. There was no report of injury related to this event, and the procedure was completed with a back-up unit.